Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the device had loose bearings. During evaluation, it was determined that the device failed the cutter assessment and the tip was drilled. Therefore, the reported condition was confirmed. It was determined that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was due to bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that this failure was due to worn out bearings for normal use over time. It was determined that the issue with the drilled tip was due to a failure to follow the directions for use. It was determined that the burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. It was determined that the device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment device. It was determined that when the motor device was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error, abuse and /or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing it was observed that the bearings on the crani- attachment device were loose. During in-house engineering evaluation, it was observed that the device failed the cutter assessment and the tip was drilled. The event was not related to a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.